Manufacturer narrative:
The exact context of when the issue was found is unknown. The biomed did not report that there was any patient involvement or delay to patient therapy. No patient or user harm was reported.

Event description:
The customer reported that a ventilator did not give an acoustic alarm when disconnecting the oxygen cylinder from the wall connection oxygen supply. Patient involvement information is unknown but has been requested. No patient or user harm was reported. It was reported that the last mode the ventilator was in before it was service was pressure-controlled ventilation, therefore, it is believed that the ventilator was in clinical use when the issue occurred. Confirmation is pending. The device was evaluated by the customer and an international philips remote service engineer (rse) who could not confirm nor duplicate the reported issue via testing. The device was evaluated by a rse and the customer. The customer could not confirm the reported issue. The device was tested, and a visual and audible alarm occurred every time.